Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was broken near the usb port resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.